Manufacturer narrative:
Results: the jet7 was stretched approximately 129.0 thru 129.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed that the distal shaft was stretched. If the jet7 is forcefully retracted against resistance, damage such as stretching may occur. During the functional test, a demonstration microcatheter was advanced through the returned jet7 without an issue. The jet7 with the demonstration microcatheter through its lumen was advanced through a demonstration neuron max without an issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and a non-penumbra guide catheter. During the procedure, mild resistance was experienced while advancing the jet7. After successfully completing one pass, the jet7 was removed from the patient and placed on the back table. During inspection, the technician noticed that the jet7 was mildly stretched approximately three centimeters from the distal tip. Therefore, the jet7 was no longer used. The procedure was completed using another jet7 and the same guide catheter. There was no report of an adverse effect to the patient.